Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was micro dislodged. The dislodgement was discovered under fluoroscopy a few weeks ago when the patient came to the clinic and increased capture threshold was also noted. During lead repositioning, the physician was unable to insert the stylet down the length of the lead. The lead was explanted and replaced successfully. The patient experienced no adverse effects.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.